Event description:
During severe thrombus ablation, when customer tried to deflate the membrane in the graft, catheter was damaged and create a slit at hand. No patient complications were reported.

Manufacturer narrative:
Results: the adherent clot catheter was received in three pieces. The catheter was removed from the handle and the push/pull wire was received broken inside the handle. The tip of the catheter is also sheared in two 9cm proximal of the uncoiled tip. The inner wire appeared to have been sheared or cut in half due to the angle of the damaged wire at the break site.